Event description:
Provider states seat cracked on commode.

Manufacturer narrative:
(B)(4). Report # 1525712 indicating that this was a manufacturer report when in fact the product was imported. The original submission was submitted under FDA registration # 1525712 (invacare). The correct registration # is (B)(4), for distributed product (importer).